Event description:
It was reported that the pacemaker alerted due to atrial arrhythmia burden. Review of the device data showed that the signal artifact monitor recoded an episode due to oversensing of noise on the atrial channel. The minute ventilation vector was then automatically switched to the ventricle. The pacemaker remains in service.